Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2013. The bearing was removed and replaced with a larger bearing.